Manufacturer narrative:
Should more pertinent information become available a supplemental report will be filed

Event description:
A weld broke on the foot section of the crossbar.

Event description:
A weld broke on the foot section of the crossbar.

Manufacturer narrative:
The device was evaluated by the returns department they found that the weld broke on drive arm tube were it is welded to the frame.